Manufacturer narrative:
Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Case can be reopened if product is received. No lot number provided to review DHR.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a dental bur, it fell out of the handpiece and damaged the tooth structure to the point of the patient losing their tooth.